Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration as a result of being too active postoperatively. Consequently, the patient underwent surgical intervention on (B)(6) 2016 wherein the additional scs lead was implanted which resolved the issue. The physician left the alleged lead as is. Reportedly, effective stimulation was restored postoperatively.